Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device far field p-wave non-sustained rv oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No programming changes were made and the patient has a scheduled follow up. Patient was stable.

Event description:
New information indicated that the device continued to exhibit far field p-wave oversensing. Patient is asymptomatic. Programming changes were discussed; no intervention was reported.